Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while thresholding the model the system became unresponsive. Site did a hard reboot of the system and the issue was resolved. The site used a different navigation system for the later procedure. No patient present.

Manufacturer narrative:
Software analysis was conducted and it was determine that there was a known anomaly associated with the event. If information is provided in the future, a supplemental report will be issued.